Event description:
The micro reciprocating saw was sent in for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted in the motor. Corrosion in the motor can affect the electronics in the device causing higher amperage draw which can result in heat as observed in this complaint.